Event description:
Per the med sun report that nkom received on 2/21/2024: a patient was placed on an nkv-330 ventilator to be transported to another unit. The respiratory therapist (rt) disconnected the o2 hose from the wall and had trouble connecting the quick connect to the customer-provided oxygen tank wye. It took four (4) rt''s to attempt to make the connection and they couldn''t fully engage the quick connect into the oxygen tank wye, resulting in the ventilator alarming ''o2 supply low''. Nkom discovered that this incident was due to an after-market accessory that was attached to the ventilator. The reported issue was due to a loose connection at the attached oxygen wye on the portable oxygen tanks. When the rt reconnected to the ventilator to the o2 wall outlet the nkv-330 had no issues and performed normally. The ventilator worked as designed. There was no reported harm to the patient. During a discussion on 2/27/2024, risk management of the customer filed the medsun report because of a "connection issue to the wye". Risk management was unaware the o2 wye was installed by the customer as an after-market accessory and not part of the original nkv-330 equipment. Risk management acknowledged that had they known the o2 wye was installed by the hospital, they would not have filed a medsun report for this incident.

Manufacturer narrative:
Nkom discovered that this incident was due to an after-market accessory that was attached to the ventilator. The issue was due to a loose connection at the attached oxygen wye on the portable oxygen tanks. When the respiratory therapist reconnected the ventilator to the o2 wall outlet the nkv-330 had no issues and performed normally. The ventilator worked as designed.